Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports. #1627487-2015-12574, #1627487-2015-12575. It was reported the patient's issues have been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR reports: #1627487-2015-12574, #1627487-2015-12575. It was reported the patient complained her ipg would not hold a charge for longer than 8 hours. The patient also stated she experienced pain at the ipg and extension connection. The patient underwent surgical intervention and the ipg was explanted and replaced. In addition, the extensions were explanted and replaced with longer extensions and the new ipg was relocated in a new pocket site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports #1627487-2015-12574, #1627487-2015-12575.